Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-16254. It was reported that when the patient presented via remote transmission, noise was noted on atrial lead on the stored electrograms (egms) which exhibited lead damage. Possible damage was suspected on the right ventricular (rv) lead due to noise like signals. Lead integrity testing was discussed. No intervention was performed. Further information was requested but not yet available.